Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a knee replacement procedure on (B)(6) 2019 and barbed suture was used. The suture broke during skin closure. Another like device was used to complete the procedure. There were no adverse patient consequences reported.